Event description:
Reporter states, "the tibial insert would not seat onto the tibial baseplate." An alternate insert was available of the same size and seated properly. There was no adverse consequence to the pt due to this event or delay in surgical or anesthesia time reported.

Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.